Event description:
It was reported that they were trialing for the triathalon crps. Trial chipped while trialing.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual inspection confirmed the reported fracture. No medical evaluation performed as clinical factors did not contribute to the event. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. The reported event regarding a fractured triathlon standard insert trial was confirmed.

Event description:
It was reported that they were trialing for the triathalon cr;ps. Trial chipped while trialing.